Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy for insulin delivery. Technical support arranged to replace the pump and provided instructions for returning the damaged pump.